Event description:
Surgeon experienced breakage of 3 devices after insertion in meniscal repair surgery. The surgeon reported that after deployment, the device breaks when pulled into position. Surgeon reported that surgery is delayed only to insert a new device. Broken piece left in one pt. No pt injuries were reported.